Manufacturer narrative:
The reported event of could not re-tighten the ventricular setscrew to hold the lead in the connector was confirmed. Analysis revealed the physician was making incorrect wrench insertions into v-setscrew. The physician was attempting to force the wrench into the setscrew inset without it being aligned with the hex inset so the wrench tip could drop into the inset. Also, the setscrew may have become stuck to the wrench tip due to the incorrect wrench insertions. The setscrew was eventually completely stripped. After the setscrew is stripped it cannot be tightened. No device anomalies were found. The problems were user related. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold measurements. Fluoroscopy was performed and revealed the rv lead had dislodged. The physician successfully repositioned the rv lead, however he was not able to connect the rv lead to the header of the pacemaker due to the set screw was too loose and the rubber part of the set screw had detached. The pacemaker was removed and replaced. The patient was in stable condition.